Event description:
It was reported that this implantable pacemaker recorded an alert for right atrial automatic threshold (raat) suspension during an atrial fibrillation (af) episode. Atrial undersensing was observed during the af episode. The sensitivity is currently automatic gain control (agc) at 0.25mv (millivolts). It was recommended to have the atrial sensing parameters reviewed to avoid undersensing of the af signals. At this time, the device remains in-service. No adverse patient effects were reported.